Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called stating that they had received a patient on therapy from pueblo with a catheter that the customer is unfamiliar with and the pump was displaying fiberoptic sensor failure. The alert has been sounding with the message since the previous night. It was recommended that they switch the patient to a backup pump if available. Customer called back after switching patient over to a backup pump and sequestered the pump to send to biomed. There was no patient harm reported.

Manufacturer narrative:
Updated fields: at this time, the customer has not requested for getinge to evaluate the unit for the reported malfunction. A supplemental report will be sent if additional information is received. H3 other text: not returned to manufacturer.

Event description:
N/a.